Event description:
New catheter changed over a guidewire. Post op-1st dialysis treatment both lumens very sluggish to withdrawal despite tpa in operating room. Blue lumen flushed normal, red lumen with sanguineous tinge on dressing. Dressing removed and saline leaking from exit site when flushed. Linogram done, contrast reaching tip of loop in chest then infiltrating into tissue and back down exterior line out onto dressing.

Manufacturer narrative:
Based on the investigation performed and the inspection of the sample provided it was concluded that the reported failure mode is not associated with the manufacturing process. We are unable to determine the cause or factors that may have contributed to this event. Damage to the lumen may have occurred during clinical use.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.